Event description:
The following was reported: maister proctored by surgeon. 1.7mm deep distal and post. Champfer cuts. Moving forward tracking the tray numbers rather than serial numbers as easier at repat. Robot service on (B)(6) 2023. All other cuts were fine. Mako attatchment tray 1, mics tray 2 were used. Noticed when assessing the distal femur cut with the black x. "Deeper cuts observed during surgery, robot did not display alarm on monitor and did not cut power, surgery was completed using a cemented implant instead of cemented implant".

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed. Method & results product evaluation and results: the field service engineer reported: case number: n/a , work order: (B)(4) work performed: re-aligned j2 bump stops, re-calibrated arm. All working at time of testing. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Review of the case session files noted the following: the rio system was performing within its specifications there is no indication of system malfunction. There is a femoral bone checkpoint failure following the tibial resection. It is likely that the femoral bone array moved between the tibial and femoral resection . The bone array motion was not noticed until the bone preparation page was entered after all bone resection was completed. The interoperative screen shots from probing the bone with the blunt probe indicate that the posterior chamfer and distal resection are within 2 mm of plan. The anterior and anterior chamfer resection are less than 1 mm off plan. Therefore, it is unlikely that the femoral array moved during femoral bone resection as the anterior chamfer resection step is the last femoral resection step. Mks requirement 424025 states the accuracy from the anatomical axis is 2.2 mm in the medial lateral direction and 2.3 mm (mks 424027) in the anterior-posterior direction when the resection takes place within the same volume used to perform the robot registration cube. The 1.7 mm is measured from the stereotactic anterior-posterior axis; that is how good the robotic stereotactic system can maintain its position. The system will display the bone in red when the user has resected 0.75 mm past the implant plan. However, if there was a bumped array the plan can move intraoperatively. White bone resection can turn red with a second pass of the saw. The blade will be shut off when the haptic cutting boundary has been penetrated by 1.25 mm (mks requirement (B)(4) requirement document (B)(4)). Remember the haptic cutting boundary is 0.1 mm higher than the implant plan. Therefore 1.7 mm is within the control limits of the system and certainly between the total accuracy budget for the distal resection of 2.2 mm and 2.3 mm. These system accuracy specification numbers have been deemed acceptable for cementless implantation. The accuracy of the blunt probe is less than ±1 mm per mks (B)(4). However, the blunt probe performance during system testing is approximately ±0.5 mm (mks test report (B)(4)) this means that a planar probe value of 2.8 mm may still be within the system specifications. Values above 2.8 mm of error from plan would indicate that the system is performing outside its specifications, i.e. Outside the target placed on the end of the probe tip. Values indicated by the surgical staff in the CT view indicate errors less than 2 mm. The arm accuracy can also be compromised by rough handling of the arm and pushing through the stereotactic as seen in the torque and velocity limits during pre-surgery checks and the bump stop which was pushed off as reported in the robotic arm service feb/10/2023. The following tips can improve resection accuracy: "to ensure accuracy, do not exert strong forces on the robotic arm, particularly as the blade initially contacts the bone. Large forces applied to the cutting system handle may result in flexing of the blade." Mako tka application user guide pn 210467, page 91 velocity traps values can be reduced by having the surgical assistant stabilize the joint during the resection step or using leg stabilizing devices. Cut accuracy can be improved by scoring the bone: "to minimize blade skiving, carefully score the bone with the saw blade as you enter the cut. If the blade is deflected when it initially enters, it will be difficult to ensure an accurate cut unless the saw blade is removed and entry point into the bone is corrected." Mako tka application user guide pn 210467, page 91 gently place the robot on its feet: ¿if the mako is dropped abruptly, the robotic arm base array can be displaced and ¿rio registration¿ may be compromised which will require re-registration prior to bone preparation.¿ mako tka surgical guide pn 210469, page 54 clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1058 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints shows other similar complaints for tka software - inaccurate resection. Conclusions: based on the analysis of the relevant log files, session files and work order history, the alleged failure mode can be confirmed to have been caused by user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.